Event description:
Discordant homocysteine (hcy) results were obtained on four patient samples on an immulite 2000 instrument. It is unknown if the discordant hcy results were reported to the physician(s). The customer ran quality control (qc) and patient samples on an overdue adjustment. The qc samples for two levels were out of range. It is unknown if corrected results were obtained on the same instrument or an alternate instrument or if they were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcy results.

Manufacturer narrative:
A siemens customer service engineer (cse) contacted the siemens regional support center (rsc). During evaluation of the instrument data, it was discovered that the customer was running qc and patient samples on an overdue adjustment. The rsc specialist recommended that the customer perform an adjustment with a new kit lot and run patient samples after generating a valid adjustment. The rsc specialist also recommended that the customer check the accuracy and precision of the bio-rad liquicheck homocysteine control, as the customer was using a control not supported by siemens technical support. The cause of the discordant results is unknown.